Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump rotor was damaged, which caused the pump error code. The pump was serviced to correct the issue. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump had an error code 11 and they were unable to clear it. They stated that this resulted in an approximately 4 hour delay of therapy and that the patient was unable to supplement their feeding by another method. Mmdg did attempt to follow up with the initial reporter, but those attempts were unsuccessful. They did state that the patient did not have any adverse effects due to the complaint. No other information was provided. (B)(4).